Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of catheter separation was able to be confirmed by the photos. The images show a used arterial catheter with a separation towards the base of the catheter body, however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that, during the anesthetization of a patient for cardiac surgery, the guide wire was inserted to the artery using s eldinger technique. While the arterial catheter was being threaded, it broke off from the hub and fell down the floor. So, the proximal part of the catheter was still hanging on the guide wire. No force was used or resistance felt. The patient had no harm or injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during the anesthetization of a patient for cardiac surgery, the guide wire was inserted to the artery using s eldinger technique. While the arterial catheter was being threaded, it broke off from the hub and fell down the floor. So, the proximal part of the catheter was still hanging on the guide wire. No force was used or resistance felt. The patient had no harm or injury.